Event description:
Ans received a report on 11/30/2009, that the pt felt no stimulation at maximum amplitude.

Manufacturer narrative:
Device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.